Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, high pacing impedance was noted on the implantable cardioverter defibrillator (ICD). The ICD was not used and the physician elected to complete the procedure using a different device. There were no patient consequences.

Manufacturer narrative:
The reported event of high impedance was confirmed. A displaced atrial ring spring was the cause of the high impedance. The observed ring spring anomaly was caused by a manufacturing anomaly.